Event description:
A malfunction was reported on the pump, which appeared to occur when the cartridge was low. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. The customer had already received a replacement pump and planned to set it up, and the case was to be recorded and closed by technical support.